Event description:
It was reported that a carton of pen ndl 32ga 4mm 14bag 700case jp had missing label information. The following was reported by the initial reporter: "according to the customer's report, lot # was not printed on the shelf carton."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-06-03. H6: investigation summary: one sealed 32g x 4mm pen needle carton and three photos were returned from lot. No. 6188671, cat. No. 320136. Visual examination was carried out on the returned sample and photos and no lot number or expiry date was observed on the carton. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. This issue most likely occurred due to operator intervention on the line during the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that a carton of pen ndl 32ga 4mm 14bag 700case jp had missing label information. The following was reported by the initial reporter: "according to the customer's report, lot # was not printed on the shelf carton."